Event description:
Needle breakage. Broken needle at the 10th passage on a normal tendon and conventional use .the piece was recovered.

Manufacturer narrative:
The complaint device has been received and evaluated. Visual observation confirms that the tip of the needle is broken, confirming this complaint. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. At this point, it cannot be determined is any other factors contributed to this event. A batch record review has been conducted and the results indicate that this batch of product was processed with one unrelated incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Needle breakage. Broken needle at the tenth passage on a normal tendon and conventional use .the piece was recovered.

Manufacturer narrative:
This is a follow up report to document device return. A final report will be filed once the device has been investigated. In process.

Event description:
Needle breakage. Broken needle at the 10th passage on a normal tendon and conventional use. The piece was recovered.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.